Event description:
The t bar locking nut under the head ring came loose and the screw fell out. The nurse had to obtain a wrench from the biomedical dept to reinstall as they were in the middle of the case. The nurse reported that all 3 t bar locking nuts were loose. The one that came undone was the one at the single ball end. There was no pt injury. There was no delay in surgery. Add'l info was requested and the following was provided on (B)(4) 2015: a (B)(6) pt underwent a deep brain stimulation (dbs) placement on (B)(6) 2015. Pt outcome was reported as operation proceeded. Surgery was completed.

Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based upon the reported info.

Manufacturer narrative:
Integra completed its internal investigation. The investigation included: (B)(4). Method: DHR review: review of complaint management database for similar complaints. Visual examination. Results: device history record reviewed for this product ID lot # 0184885 manufactured on april 26, 2010 show no abnormalities related to the reported failure. This device passed all required inspection points with no associated mrr¿s, variances or rework. A two year look back for this reported failure and or related to "locking nut under the head ring came loose and screw fell out " for this product ID shows that no additional complaints were received. No new design or manufacturing trends have been identified. The locking nut on the returned device was void of loctite, therefore did not hold in place. Conclusion: evaluation of the system identified the locking nut to be void of loctite which caused it to come loose. Unit was cleaned and loctite applied to locking nut.